Event description:
It was reported that the inflatable penile prosthesis (ipp) device was replaced due to fluid loss. On (B)(6) 2020 the patient reported that the he could no longer inflate the cylinders. During the revision surgery on (B)(6) 2020 the surgeon found there was no fluid in the reservoir by using an ultrasound scan. The surgeon was not able to pinpoint the cause of the fluid loss. Following the surgery the patient is now quite satisfied with his sexual life.

Manufacturer narrative:
Device evaluation provided in: h3 and h6. Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 performed within specification; no leak was found. Cylinder 2 had leaks in the cylinder body and in the distal end of the cylinder body attributed to sharp instrument damage which most likely occurred during explant; holes were present. Due to this damage being consistent with explant it will be considered a secondary failure. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported allegation related to fluid loss and inflation issue as sharp instrument damage was identified. However, product analysis concluded the identified pump failed functional test was the most probable cause of the reported event. Product analysis confirmed pump malfunction. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Additional information provided in: b5.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was replaced due to fluid loss. On (B)(6) 2020 the patient reported that the he could no longer inflate the cylinders. During the revision surgery on (B)(6) 2020 the surgeon found there was no fluid in the reservoir.

Manufacturer narrative:
Additional information provided in: b5.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was replaced due to fluid loss. On (B)(6) 2020 the patient reported that the he could no longer inflate the cylinders. During the revision surgery on (B)(6) 2020 the surgeon found there was no fluid in the reservoir by using an ultrasound scan. The surgeon was not able to pinpoint the cause of the fluid loss. Following the surgery the patient is now quite satisfied with his sexual life.